Event description:
It was reported that the valve of t-connector popped out during power injection of IV contrast for an abdominal CT scan. It was noted that the IV contrast was administered through the distal end of the extension set. A leak was also observed from the IV site after the event. There was no patient harm.

Event description:
It was reported that the valve of t-connector popped out during power injection of IV contrast for an abdominal CT scan. It was noted that the IV contrast was administered through the distal end of the extension set. A leak was also observed from the IV site after the event. There was no patient harm.

Manufacturer narrative:
Correction: d.4.

Manufacturer narrative:
Photo provided by the customer shows the top cap of nac-t popped off allowing blood to leak. The root cause for this event could not be determined.

Event description:
It was reported that the valve of t-connector popped out during power injection of IV contrast for an abdominal CT scan. It was noted that the IV contrast was administered through the distal end of the extension set. A leak was also observed from the IV site after the event. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Additional patient information was requested, customer stated the nurse was unable to recall patient's details.

Event description:
It was reported that the valve of t-connector popped out during power injection of IV contrast for an abdominal CT scan. It was noted that the IV contrast was administered through the distal end of the extension set. A leak was also observed from the IV site after the event. There was no patient harm.